Event description:
It was reported that a patient underwent left shoulder arthroplasty on (B)(6) 2009. Subsequently, patient has been scheduled for a revision on (B)(6) 2021 due to dislocation and pain.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The product was not received; therefore the condition of the component is unknown. Primary operative notes were provided which identified severe degeneration with large marginal osteophytes which were mainly inferior. Surgery was completed successfully. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 5 years has found no complaints reported with the item 114302. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report: report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent left shoulder arthroplasty on (B)(6) 2009. Subsequently, patient has been scheduled for a revision on (B)(6) 2021 due to dislocation and pain. Attempts have been made but no further information has been provided at this time.